Manufacturer narrative:
The beckman coulter (bec) field service engineer (fse) saw access bubbles in upper wash pump. Fse performed volume check aspiration and saw fluid left back in. Fse then ran volume checks on dispense probe and saw volume issues between three reaction vessels also. Fse also removed and inspected wash valve rotor and saw pin sticking out with access play. Fse finally replaced wash pump rotor shaft, primed and passed volume check with no visible bubbles in wash pump. To finish, fse ran a successful hs system check followed by all customers quality controls. In conclusion, the cause of the non-reproducible access accutni+3 result was due to a hardware malfunction. The wash pump was allowing air to enter the system.

Event description:
The customer reported obtaining elevated non-reproducible troponin I (access accutni+3) results for four (4) patients involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial access accutni+3 results recovered above the assay's normal reference range. The customer reanalyzed the patients' samples additional times on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results within the assay's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The customer did not supply any data or information (quality control charts, calibration curves, system check report or patient results) for complaint investigator review. The customer did not supply any data or information regarding sample collection, sample handling or sample processing.